Event description:
It was reported that on april 16, during a procedure the c-arm moved intermittently when the system was in lateral position when the tube head was on the left side. A field engineer examined the equipment and was unable to reproduce the failure mode. The field engineer replaced the vertical drag brake and confirmed that the backlash measurements on the main gear were passing. The system is functioning properly and meets all manufacturer specifications. No injury was reported.

Manufacturer narrative:
Investigation was concluded: on (B)(6) 2024, on a selenia dimensions (serial number (B)(6), a customer reported uncommanded c-arm motion. When in a lateral position with the tube head on the left (-90 degrees medial lateral angle) during a patient exam/procedure, the c-arm lowered vertically near the end of a tomo sweep. There was no alleged customer/patient health consequence or impact. The customer¿s biomedical engineer could not duplicate the issue but replaced the vertical drag brake and confirmed the backlash measurements were passing. No part was returned, so an initial evaluation is not able to be performed. Because no part was returned and because this system was serviced by the customer¿s biomedical engineer (not a hologic field service engineer), the investigation will be limited. The root cause is unknown; however, based on this limited information, the probable cause was a vertical drag brake malfunction. The lot number was not available. Conclusion: in summary, while the root cause is unknown, the probable cause is a motor clutch malfunction. The risk index remains in zone 1 with an ri of 2. This is acceptable risk per procedures. A CAPA is not needed at this time as there was no patient or user harm and because the risk is considered low based on the occurrence. Future events will be monitored and trended. Device history record (DHR) review: UDI: (B)(4), sku: sdm-sys-6000-2d, serial number: (B)(6), date of manufacture: 12/6/2017, installation date: 12/22/2017, complaint date: 4/16/2024. Date of part manufacture: unknown ¿ the part was not returned, and no lot information was provided. DHR review: no related discrepancies or deviations found. Device was released per manufactuer´s specifications.